Event description:
It was reported that a microclave® clear neutral connector was found to have a crack during patient use. The reporter stated that around 0600hrs the mean arterial pressure (map) was under goal. The norepinephrine infusion was increased from 0.16 to over 0.3 by 0620hrs. The lines were traced, all ports were open, etc. When assessing the central venous catheter (cvc) line and noted that the microclave was cracked. The primary nurse stated they changed microclaves and did not exert undue pressure. The patient experienced suboptimal map and cerebral perfusion pressure (cpp) for over 20 minutes. There is one sample available for evaluation that was wiped, double-bagged, and labeled. There was patient involvement and there was no adverse event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.